Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported an unspecified low sensor scan when scanning the adc freestyle libre sensor compared to the hcp meter. On 26nov2021, the customer experienced dizziness and "collapsed," having a loss of consciousness. The customer was brought to the hospital where an hcp glucose test of 138 mg/dl was compared to a sensor scan of 50 mg/dl, however, no further third-party medical treatment was provided as the hcp "advised him that he is normal and no medicine that he needs to take.¿ no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was unable to be reprogram due to low battery. The sensor was de-cased and battery was replaced. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported an unspecified low sensor scan when scanning the adc freestyle libre sensor compared to the hcp meter. On 26nov2021, the customer experienced dizziness and "collapsed," having a loss of consciousness. The customer was brought to the hospital where an hcp glucose test of 138 mg/dl was compared to a sensor scan of 50 mg/dl, however, no further third-party medical treatment was provided as the hcp "advised him that he is normal and no medicine that he needs to take.¿ no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low sensor scan when scanning the adc freestyle libre sensor compared to the hcp meter. On (B)(6) 2021, the customer experienced dizziness and "collapsed," having a loss of consciousness. The customer was brought to the hospital where an hcp glucose test of 138 mg/dl was compared to a sensor scan of 50 mg/dl, however, no further third-party medical treatment was provided as the hcp "advised him that he is normal and no medicine that he needs to take.¿ no further information was reported. There was no report of death or permanent injury associated with this event.